Event description:
Pt is a chronic hemodialysis pt. Five miuntes into treatment pt complained of feeling nauseated. Blood pressure dropped from 150/80 to 90/50. Dialysis immediately stopped. Saline bolus and oxygen per nasal cannula given to pt. Post incident pts condition good. New dialyzer and lines set up. Treatment resumed without further problems. Blood sample drawn post incident. Spun for hemolysis: positive.